Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant medical products: 694758 lead, implanted: (B)(6) 2014; 419488 lead, implanted: (B)(6) 2007.

Event description:
The atrial lead was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.